Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature did not increase during rewarming in an arctic sun device. Patient temperature was downward trend. Per review of wo on 23dec2024, device was used on patient and there was no patient injury report.

Event description:
It was reported that the water temperature did not increase during rewarming in an arctic sun device. Patient temperature was downward trend. Per review of wo on 23dec2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 24dec2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. There was no impact to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the device was found to not be heating properly. Circulation pump head was replaced. Mixing pump was serviced to reset the 2,000 hours count. Mixing pump head was replaced. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.